Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash underneath the front therapy electrode. Patient report having bone muscle problems and it's painful to wear. The patient's physician advised that the patient remove the device for a day or two. During a follow-up, it was reported that the patient removed the device and still has some itching sensations.